Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to the date of report and to provide the completed investigation results. In the initial report the date of report reported (B)(6) 2019 however the correct date is (B)(6) 2019. The evaluation of the actual device could not be conducted due to the device not being returned. With no device return, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported the angio-seal device failed several days after implant by the physician. The patient returned with a large hematoma/bruising down the entire leg. The physician also had to treat a pseudo-aneurysm. The patient stated that he felt a pop in his groin area a couple of days post implant. The patient is currently stable and no further intervention was required. The pseudo-aneurysm was injected with thrombin however, it is unclear if this was caused by the implant. The case was completed successfully. Additional information was received april 22, 2019: the procedure was y90 mapping using a 6fr sheath. The physician used a micro puncture and ultrasound to gain access. A pre-deployment angiogram was performed. It looked good, entry was in the common femoral. The physician is unsure if the device caused or contributed to the reported issue.